Manufacturer narrative:
Other devices involved in this event: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). It was reported that the patient was experiencing power switching events and critical battery alarms. The controller (B)(4) and five batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices' in relation to the reported event. Review of the (B)(4)'s manufacturing records confirmed that the battery met all requirements for release. Failure analysis of the returned (B)(4) revealed that the device passed visual inspection but failed functional testing due to a cell pair with a voltage below the nominal range. Supplemental testing revealed that the cell pair was found perforated. Additionally, corrosion was found due to the internal electrolyte leaking. This observation most likely occurred during the welding process and possibly contribute to the power switching events. An internal investigation is evaluating the perforated cells during the welding process. Failure analysis of the returned controller and four batteries (B)(4) revealed that the devices passed visual inspection and functional testing. Log file analysis revealed several premature power switching events that were due to communication errors involving (B)(4). Additionally, review of the alarm log files revealed 3 critical battery alarms involving (B)(4). In each instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc and back to previous rsoc values. This is indicative of a communication error between the controller and battery. The most likely root cause of the reported power switching and critical battery alarms can be attributed to a communication error between the controller and batteries. An internal investigation has been open to evaluate the communication errors. After further review the following sections have been corrected accordingly: heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Additional devices identified on event: battery - bat214096 / 1650de / expiration date: 02/28/2017 (B)(4). Battery - bat212589 / 1650de / expiration date: 12/31/2016 (B)(4). Battery - bat208267 / 1650de / expiration date: 09/30/2016 (B)(4).

Manufacturer narrative:
Other devices involved in this event: battery/(B)(4); cat#1650de; exp. Date:06/30/2017; mfg. Date: 06/30/2016. (B)(4); product received: 01/16/2017. Battery/(B)(4); cat#1650de; exp. Date:10/31/2015; mfg. Date: 10/31/2014. (B)(4); product received: 01/16/2017. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient observed several instances of power switching accompanied by critical battery alarms on power port one of the controller.  Controller log files were sent and the field safety engineer (fse) recommended exchange of controller and batteries. Preliminary log file analysis revealed 3 critical battery alarms logged on (B)(4) on (B)(6) 2016.  The event was not associated with any controller alarms or pump stops. There was no damage noted to the batteries, the controller or to its' power connectors.  The primary controller had not been previously upgraded with the software maintenance release (smr) per site wishes as the patient has both right and left ventricular assist devices implanted (bivad).  There were no reported consequences or impact to the patient.